Event description:
N/a.

Manufacturer narrative:
The cusa excel 23khz laparoscopic tip elt (c4604elt) incriminated in this complaint was not available for analysis when the integra technician performed the field service. Additionally, lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. Therefore, this complaint is unable to be confirmed. However, as part of the documentation review, the c4604elt product IFU was reviewed. As per IFU for catalog: c4604elt, it is for use with handpiece c2600 (and not handpiece c2601); this complaint is related to mfg report number: 3006697299-2025-00056 (issue to handpiece c2601). The proper handpiece and tip combination should be used in order to foster proper functionality. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2025-00056 for the cusa excel 23khz laparoscopic tip elt (c4604elt): a facility reported that a patient was burnt during celioscopy procedure due to overheating of the cusa excel handpiece during digestive surgery resulting in a burn to the patient. Additional information has been requested.